Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary infusion backing up into primary bag was confirmed through functional testing. The sample was sent to the check valve supplier and testing results identified the cause of the failure to be due to a clear particle located between the housing seal area and the diaphragm, preventing the silicone diaphragm from fully seating. The particle was identified as pvc. The source of this material was not determined. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
Customer reported a secondary infusion of an antibiotic (levaquin) back flowed into the IV fluid (sodium chloride) primary bag. No patient harm reported and no additional event details were available.